Event description:
Stryker endoscopy light cord, model 00233050064, does no include any type of safety interlock that will prevent the light source from being activated without a scope attached. Reason for use: hysteroscopy. Event abated after use stopped or dose reduced: no: (B)(4).